Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and determined that the battery did not last for the required time per getinge specifications. To resolve the issue, the fse replaced both batteries and performed all functional and safety checks to meet factory specifications. The iabp passed all functional and safety test per factory specifications and was returned to the customer and cleared for clinical service.

Event description:
It was reported that during pre-use test by the customer while doing their weekly checks on the cardiosave intra-aortic balloon pump (iabp), it was observed that the battery would lose power after 20 minutes. In addition, the customer later reported to the getinge field service engineer (fse) that the batteries would not charge past 75%. There was no patient involvement, and no adverse event was reported.